Manufacturer narrative:
A ge service rep performed an evaluation over the telephone. The malfunction was verified. The xray tube is defective and needs to be replaced. On site service by a ge rep was declined. An additional report will be generated and submitted if further info becomes available.

Event description:
It was reported that the system 9800 was making popping sounds. There was no adverse patient involvement reported. There was no patient information reported.